Event description:
A falsely elevated troponin ultra result of 0.09 ng/ml on a patient sample was obtained. The sample was retested on other centaur and the results of <0.017 ng/ml and 0.022 ng/ml were obtained. Patient treatment was not prescribed or altered. There was no report of adverse health consequences, as a result of the falsely elevated troponin ultra result.

Manufacturer narrative:
No further evaluation of the device is required. The cause for the falsely elevated troponin ultra result is unknown.